Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A tip separation was not confirmed; however, it was confirmed that the coils were stretched. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a peripheral interventional procedure of the mildly calcified, superficial femoral artery, the .018 steelcore guide wire was advanced while being exchanged with a .014 guide wire, using a quick cross technique. Under fluoroscopy the guide wire appeared to be coming apart, possibly stretched, about 20 mm proximal from the tip. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.